Manufacturer narrative:
The lot # of the resonance metal stent was not provided; therefore it was not possible to check if any of the affected lot remained in stock. The device involved in the complaint was not available to be returned for evaluation. With the information provided a document based investigation was carried out. Prior to distribution, resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. This stent was placed more than 20 months within the patient, the indwelling for these stents is twelve months. A warning on the instructions for use, ifu0020-14, advises the following: "hematuria may indicate fistula formation is listed as a potential adverse event associated with indwelling ureteral stents" . ¿the stent must not remain indwelling more than twelve (12) months. If the patient¿s status permits, the stent may be replaced with a new stent¿. ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ ¿use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures¿. ¿individual variations of interaction between stents and the urinary system are unpredictable¿ the stent related pain and hematuria were significant enough to warrant stent removal and definitive treatment. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event noted during literature review. Reference attachment: 'song et al. Complications after polymeric and metallic ureteral stent placements including three types of fistula. J endourol 2015;29.' Summary of impact to patient: one resonance stent was placed in a patient who subsequently presented with intractable flank pain and gross hematuria. The study also notes that the stent related pain and hematuria were significant enough to warrant stent removal and definitive treatment [balloon dilation and insertion of plastic stent]. Additional information received from the user facility this study was carried out in confirmed the resonance stent was implanted more than 20 months.